Manufacturer narrative:
The investigation determined that higher than expected vitros lactate (lac) slides and vitros glucose (csf glu) results were obtained from non-vitros biorad quality control fluids tested on a vitros 5600 integrated system. The assignable cause of the event was an instrument issue related to the correction factors adjustment, which is as required maintenance. The customer did not follow maintenance instructions as per the on board vdoc's and it is believed that the customer was entering the assay values (from the correction factors slide box) into the adjustment values (the current correction factors adjustment values) screen in error, however this could not be confirmed. The higher than expected results were obtained when the customer processed quality control fluids following a correction factors adjustment update. Following assistance from an ortho field engineer (fe) with correctly performing the correction factors adjustment, the customers quality control results for vitros lac lot 3533-0122-4005 and vitros glu lot 0028-3237-4125 returned to expectation. Historical quality control results for vitros lac lot 3533-0122-4005 and vitros glu lot 0028-3237-4125 were acceptable until the day of the event, indicating that a reagent issue was not a likely contributor to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros lac lot 3533-0122-4005 or vitros glu lot 0028-3237-4125.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros lactate (lac) slides and vitros glucose (csf glu) results were obtained from non-vitros biorad quality control fluids tested on a vitros 5600 integrated system. Vitros lac biorad level 1 lot 45960 result of 2.05 mmol/l versus the expected result of 1.48 mmol/l vitros lac biorad level 3 lot 45960 result of 6.19 mmol/l versus the expected result of 5.29 mmol/l vitros csf glu biorad level 3 lot 56540 result of 45.8 mg/dl versus the expected result of 29.045 mg/dl biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros lac and vitros csf glu results were obtained from non-patient quality control fluids. The customer did not process patient during the timeframe of the event. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment (B)(4).